Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that before use on a patient, it was observed that the motor device was noisy, heating up, and had a torn hose. It was not reported if there was a delay to a scheduled surgical procedure, however, it was reported that an identical spare device was available for use. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the motor device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and it was found that cable/cord/wiring was damaged. It was noted that there was an e5 error on display, there was no test run possible, and the motor and control were defective. It was also noted that the device failed pre-repair diagnostic tests for motor thermistor assessment. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.